Event description:
Description of complaint: "drum on the pipe while inflation."

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. An investigation was conducted on (B)(4) 2011 based on the information provided by the customer. One (1) used sample received on (B)(4) 2011 and tested on (B)(4) 2011 & (B)(4) 2011. Based on the findings of the investigation, it was concluded that the complaint was confirmed as per returned sample. Product was removed from plastic bag and closely examined. It was observed that there is present of weak airline as marked by the customer situated approximately 158mm away from the inflation funnel junction. Related personnel will be informed and appropriate corrective action will be taken to prevent future recurrences of similar type of defects. Note: this MDR is being reported as a result of a retrospective review of complaint records conducted by convatec for complaints received from may 01, 2011 - september 30, 2013. Reported to the FDA on (B)(4) 2014. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.